Event description:
It was reported the patient experienced a sudden loss of stimulation from her device. An x-ray showed the paddle lead had "partially backed out." The patient also stated that a "stinging" had developed in the generator pocket and wished to have the device moved higher in her back. During replacement surgery, it was reported the "lead wires had spiraled and coiled where the batter had repeatedly flipped." It was also stated that, when the paddle lead site was opened, "the torque from the twisting of the wires had pulled the insulation away from the wires and some open wire was still attached to the paddle lead." The patient's lead was replaced. The patient recovered without sequela and stated she was "very pleased" with the new device. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).